Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The investigation is currently underway.

Event description:
It was reported that the stent graft moved from its intended placement site. Reportedly, the stent graft was deployed without difficulties. The physician removed the delivery catheter and performed a fistulagram which identified that the stent graft had moved (against flow) approximately 8mm from its intended site. The procedure was completed by deploying a tracheobronchial stent graft. The intended procedure included treatment of a pseudoaneurysm in the middle of an av graft. There was no report of injury to the pt.